Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The issue was not reproducible during testing. No error messages were found in the log files. The reported problem was experienced by one surgeon. The mtms were recalibrated and the system was tested and verified as ready for use. No images or video were submitted for review. System log review was performed. Per the review, the following was confirmed: a prostatectomy - radical w/o lymphadenectomy surgical procedure was performed on (B)(6) 2022 on system sh0328. This complaint is reportable due to the following: it was alleged that the instrument moved in an unexpected/unintended/unknown way. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for section d4 was left blank. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument moved in the opposite direction to the left master tool manipulator (mtm). The system was hard power cycled and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer present during the procedure and obtained the following additional information: a large needle driver (lnd) instrument moved in the opposite way of the left mtm twice during the procedure on the same arm. The surgeon re-engaged the mtm and the instrument was reinserted onto the patient side manipulator (psm) for each instance. The scrub sister also inspected the adaptor plate to ensure it was seated properly. No drapes were replaced during the procedure. No damage to the lnd instrument was identified after the procedure.